Manufacturer narrative:
The tech found the emergency trendelenburg link wasn't connected to the valve. He calibrated the position sensors and reconnected the emergency trend/CPR link to the valve to repair the bed.

Event description:
The tech stated the head hi/low will not lower. It can be raised but not lowered. The emergency trend will not lower the head hi/low either.